Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. The device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was alleged by the claimant, through counsel, that she was implanted with cartiva on the right side on (B)(6) 2020 and was revised on (B)(6) /2020 due to pain. Claimant demands compensation.